Event description:
The surgeon noted that the suction pressure on the piranha suction device was insufficient during the procedure and stated, "not enough vacuum pressure". The independent sales agent (isa) checked the control console and the piranha device and adjusted the pressure settings on all four controls to match those of the other device they have in use. No further problems with the devices have been reported since then.

Manufacturer narrative:
It is not known whether there were any patient injuries or risks to the patient, nor is there any information available regarding whether there were any significant delays during the procedure. As richard wolf gmbh (rw gmbh) identified a previous complaint with a similar issue that was determined to be a reportable event that involved a serious injury, we consider this case to be a reportable malfunction.